Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any malfunction code recurs.